Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line) and system error 2367, this system error occurred during dwell 3 of 5. The technical service representative (tsr) assisted the home patient (hp) to cycle power and the hc then alarmed system error 2367. The tsr had the hp cycle power again and the alarms cleared. The tsr advised the hp to inform the nurse of the alarm. The tsr advised the hp to start over with new supplies. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was not confirmed and the cause was undetermined.